Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, tilt, unable to retrieve, embedded in ivc wall, other: filter collapse'. Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Based on the limited information, unable to comment on "filter collapse." It is possible that this is the result of changed filter configuration after the unsuccessful retrieval attempt in (B)(6) 2009. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2017 as follows: plaintiff allegedly received an implant on (B)(6) 2009 via the right common femoral vein as a prophylactic post trauma and had attempted retrieval performed on (B)(6) 2009 (unsuccessful). Removal notes describe how the hooks of the filter were adherent to the vena cava and the filter couldn't be removed. Plaintiff is alleging tilt, device is unable to be retrieved, embedded in ivc wall, filter collapse.